Event description:
It was reported that the needle had difficulty being deployed. A radio frequency ablation procedure was being performed on a hepatic carcinoma tumor. The leveen standard was being used for this procedure. After the first ablation with the device, the physician retracted the tines in order to advance it a bit in the tumor. However, he was then not able to extend the tines again. The procedure was aborted. There were no patient complications. The patient condition was good.